Manufacturer narrative:
Additional information was added to the following fields: h6: evaluation conclusion codes additional information was added to the following fields: a1: patient identifier d6a: implant date.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing on the left ventricular channel. I t was noted that this lead was positioned on the left bundle branch. Oversensing of artifact resulted in pacing inhibition and high pacing thresholds. It was suspected that the root cause was air entrapment in the header. Overtime, this noise got less frequent and eventually it could not be reproduced anymore. No changes were performed. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing on the left ventricular channel. It was noted that this lead was positioned on the left bundle branch. Oversensing of artifact resulted in pacing inhibition and high pacing thresholds. It was suspected that the root cause was air entrapment in the header. Overtime, this noise got less frequent and eventually it could not be reproduced anymore. No changes were performed. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier. D6a: implant date.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing on the left ventricular channel. It was noted that this lead was positioned on the left bundle branch. Oversensing of artifact resulted in pacing inhibition and high pacing thresholds. It was suspected that the root cause was air entrapment in the header. Overtime, this noise got less frequent and eventually it could not be reproduced anymore. No changes were performed. This system remains in service. No adverse patient effects were reported.